Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is xxxx. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit has a leak. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak was under 4.5lpm and was caused by user error. The breathing assembly was not seated properly. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The event was not reportable. Additional information was received that the leak was under 4.5lpm and was caused by user error. The breathing assembly was not seated properly. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The event was not reportable.